Event description:
The customer reported being hospitalized due to high blood glucose of 470 mg/dl. The customer stated that the infusion set was changed several times within the past twenty four hours. Troubleshooting was performed. Reviewed the programming and found several no delivery alarms. The customer stated that the alarms happened during her basal and bolus. Advised the customer that looking the bolus history the high blood glucose was caused by the no delivery alarms. Instructed the customer if she is not eating, she should not enter in carbohydrates regardless if her blood glucose is high. Explained the customer that the active insulin is only taken into account for a correction and not for covering for food. When comparing the daily totals to the basal and bolus history, it showed the customer infuses more insulin than the daily total calculated. No further information was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed. Mfg. Report 2 of 2 medwatch report # 3004209178-2011-82780.